Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reportable malfunction (angle shaft has corrosion, no illumination) was traced to component failure and the most probable cause of the malfunction (c-cover has foreign objects) found during device evaluation was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope c-cover had foreign objects, the angle shaft had corrosion, and no illumination was obtained. There was no patient involvement.